Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's left eye (os). The reporter indicated the lens had a low vault and the patient is under observation if the vault is further compromised. The lens remains implanted.

Manufacturer narrative:
Additional information: the lens was implanted on (B)(6) 2017. Claim #: (B)(4).